Event description:
The manufacturer evaluated an apnea monitor, a smartmonitor2 professional series ((B)(4)), for a reported alarm failure. The device was not reported to be in patient use and there was no harm or injury associated with the alleged alarm failure. The manufacturer confirmed a failure of the alarm assembly (sonalert). The sonalert was sent to mallory sonalert products (the manufacturer of the sonalert) for further investigation and root cause analysis. A follow up report will be filed when the investigation is completed by the manufacturer.